Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: what type of procedure was being performed? ---video-assisted thoracoscopic surgery of right lower lobe. On what tissue type was the device used? At what location on the tissue? The information was not provided from the hospital. What color cartridge was being used? The information was not provided from the hospital. Was there any difficulty removing the device from the tissue? The information was not provided from the hospital. If yes, how was the device removed from the tissue? Was there any damage to the tissue? Oozing occurred from a part of unformed staple. No transfusion were required.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: what type of procedure was being performed? ---video-assisted thoracoscopic surgery of right lower lobe. On what tissue type was the device used? At what location on the tissue? The information was not provided from the hospital. What color cartridge was being used? The information was not provided from the hospital. Was there any difficulty removing the device from the tissue? The information was not provided from the hospital. If yes, how was the device removed from the tissue? Was there any damage to the tissue? Oozing occurred from a part of unformed staple. No transfusion were required.

Event description:
It was reported that during an unknown procedure, the device was locked out at the 1st firing on pulmonary vein. The doctor commented that the device was taken in and out several times since it had a difficulty in approaching the target tissue. Additional suture was performed to complete the case. There were no adverse consequences to the patient.